Manufacturer narrative:
H6: corrected the following: medical device problem code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and tibial loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 203-90-01 - 11-2624 powerpro sawblade. (B)(6), 200-02-29 - three peg patella 29mm. (B)(6), 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right. (B)(6), 201-46-10 - holding pin headless 3"" (4 pk). (B)(6), 200-04-22 - cemented finned tib. Tra sz 2f/2t. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 9 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, aseptic loosening. No further issues or complications were reported. No additional information is available.